Manufacturer narrative:
Follow-up #1: date of submission 09/19/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/26/2016 with the following findings: product evaluation was conducted and the alleged complaint could not be verified or duplicated. There was no evidence of eaw (006-ff010000) alarms found in the black box or the pump alarm history. The ¿ez-prime¿ steps were performed correctly and the pump was exercised for 24 hours with no issues. The pump cover was removed and no intermittent condition was found to the printed circuit board. Unrelated to the original complaint, the battery compartment and the cartridge compartments were cracked. In addition, the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (006-ff010000) issue. This complaint is being reported because the alleged issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #2 date of submission 12/06/2016-correction to serial #.